Event description:
Information received does not address the patient's clinical status but notes that interrogation found the device in aai mode with dashes (---) for base rate, hysteresis and refrac- tory. The device was programmed to ddd mode with normal results, then to vvi with appropriate capture and sensing. Emergency vvi and microprocessor download were both success- ful but when the telemetry wand was removed, the device re- verted to aai mode. Subsequently, the device was replaced.